Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, device history record, documentation, instructions for use(IFU), manufacturing instructions, quality control as well as a functional test, visual inspection and dimensional verification were conducted during the investigation. A mac-loc catheter was returned in an opened condition. No biomatter was present on the device, indicating that it did not make patient contact. A cut is visible on the proximal end of the catheter tubing, and another small knick was seen further down the catheter shaft that did not appear to cut through the tubing. A leak test was conducted and confirmed the presence of a leak from the cut in the catheter tubing. Measurement of various dimensions of the device were all found to be within specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications and the proper procedures are in place to identify and prevent this failure mode. A review of the device history record showed no nonconforming events that could have contributed to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be determined. Potential contributing factors include manufacturing error and accidental damage during shipping, handling or procedure. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter presented an air leak at the mac loc when used in the gallbladder. The device was remove and replaced with a like device and the procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.